Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following; stress to the bending section from insertion/withdrawal, interference from the skeleton rings and charge-coupled device (ccd) cable, and/or the ccd cable in the bending section was kinked/broken. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." In addition, the following non-reportable malfunctions were found during the device evaluation; the bending section cover was scratched, the glue on the bending section cover was cracked, the wires in the bending section were frayed, the light guide connector was scratched, and the video connectior was dented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported to olympus on behalf of the customer, when looking up and to the right, the picture on the endoeye flex deflectable videoscope was lost during an unknown procedure. There were no reports of patient or user harm associated with this event.